Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6935 implantable tachy lead 2009 (B)(6), 5071 implantable pacing lead 2009 (B)(6). (B)(4).